Event description:
The customer reported that the heartstart xl was unable to power on when connected to ac power. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.